Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states there was a catheter dislodgment. No pt injury reported. Customer was unable to provide any add'l info.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.